Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During flow accuracy testing, the device was found to deliver within specification. A review of the event history log revealed the set was last unloaded and reloaded on the reported event date. An infusion was programmed at a rate of 16 ml/hr, and volume-to-be-infused (vtbi) of 70 ml. The user stopped the pump 4 hours later and powered off the device an hour and a half after that. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of bumex with a spectrum pump, the patient experienced a large volume of urine output while in the intensive care unit. The device was programmed to deliver 1 mg/hr at 4 ml/h from a 0.25 mg/100 ml bag. Four hours after the medication was started, the bag was close to empty ¿when it was not supposed to be¿, resulting in an over infusion of six times the programmed amount. The continuous infusion was discontinued. After the event occurred, patient hemodynamics and electrolytes were monitored. No additional information is available.